Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device did not immediately display the pt's ECG in quick look and, after the pt was confirmed to be in vfib, the device alarmed either connect cable or connect electrodes and would not shock the pt. Another therapy cable was retrieved and used with the device to successfully deliver a number of shocks to the pt. The pt was transported to the hosp but was not resuscitated. The reporter said the delay in therapy amounted to approx 1 minute.